Manufacturer narrative:
(B)(4). Medical products - tibial full block augment precoat size 1 10 mm thickness catalog# 00588000110 lot# 62743013, femoral component option for cemented use only size b left catalog# 00588001201 lot# 61910478, ng pre fem aug sz c 10 post catalog# 00599003302 lot# 60818714, stem extension straight 14mm dia x 100mm length(combined length 145mm) catalog# 00598801014 lot# 37213311, articular surface with hinge post extension screw catalog# 00588002023 lot# 62404732, tibial component precoat nonmodular size 1 catalog# 00588000102 lot# 62697958. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 04484, 0001822565-2017-04486, 0001822565-2017-04487, , 0001822565-2017-04490, 0001822565-2017-04491, 0002648920 - 2017 - 00415.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to unknown reasons a year later .

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.